Manufacturer narrative:
This product is marketed in (B)(4) under the trade name lens 100. The product not returned to MFR. Awaiting batch review results. (B)(4) manufactured product is not distributed in the u.s., however, the same formulation is produced in a us alcon facility for u.s. Distribution. Pending return of device to MFR. This report mailed in to FDA on: (B)(4) 2007. (B)(4).

Event description:
Physician reports experience of (B)(6) y/o male whose cornea peeled off following use of this product. Add'l info has been requested, however, nothing further has been received.